Event description:
The patient was revised because of osteolysis and wear of the insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database by lot number was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine; however, polyethylene wear after approximately 20-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.